Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that there was a hematoma/bleeding/seroma at the implantable neurostimulator (ins) site that did not require surgery. Additional information reported that the patient received 2 to 3 weeks of antibiotics after a serious fluid secretion, but then had purulent discharge and was not responding to the antibiotics. They planned to remove the implantable neurostimulator (ins) the week following (B)(6)2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.